Event description:
Patient was seen in clinic and their leads was found to be exposed. The patient then underwent surgery and had both their generator and lead explanted. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient was seen in clinic and their leads was found to be exposed. The patient then underwent surgery and had both their generator and lead explanted. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.